Manufacturer narrative:
(B)(4). The root cause was identified as depleted main batteries as a result of use error. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. A review of the product labeling was performed and found the labeling to be adequate.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The reported condition of damaged battery alarm was confirmed during product evaluation; and was determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.